Manufacturer narrative:
Expiration date: ni. Event date: (B)(6) 2017.

Event description:
A report was received that a patient developed raised erythematous skin lesion which was weepy for 2 to 3 weeks associated with itching and bruising. The symptoms took 6 weeks to settle down. A dermatologist's opinion was obtained which suggested contact dermatitis and ruled out any allergic testing straight away as symptoms were improving. It is unknown if any medical treatment was provided.

Manufacturer narrative:
A report was received that further information cannot be obtained.

Event description:
A report was received that a patient developed raised erythematous skin lesion which was weepy for 2 to 3 weeks associated with itching and bruising. The symptoms took 6 weeks to settle down. A dermatologist's opinion was obtained which suggested contact dermatitis and ruled out any allergic testing straight away as symptoms were improving. It is unknown if any medical treatment was provided.